Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The suction tubing was re-seated to resolve the reported issue. (B)(4).

Event description:
The hospital reported an issue with suction pressure being low when used. There was no report of patient injury.